Event description:
Allegedly, eprd reported 2 new complications for procotyl® c® revision (2 dislocations). First revision surgery. No further information was reported. This incident is capturing 2 dislocation events.